Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was planned to undergo a magnetic resonance imaging (MRI) scan. However, the system shock impedance value was reported as less than 30 ohms. Technical services discussed reasons the impedance measurement would be low, such as small stature patients or patients with a low body mass index (bmi), or if the electrode had migrated. An x-ray in the ap view showed normal system placement, but no lat view was taken. It was also noted that 25 ohms was the lowest in-range value. The distributor representative reported that medical intervention was performed by delivering a 10 joule commanded shock, with an in-range impedance of 29 ohms. It was also reported that prior to the commanded shock, the s-ecgs showed discarded beats for every alternate r-wave. After the shock, no discarded beats were observed, so there was some concern about sensing. No additional adverse patient effects were reported outside of the commanded shock. The device remains implanted and in service. Technical services explained the alternate discarded beats observation. The reason for the discarded beats was because the variable interval satisfied the alternating interval double detection (aidd) algorithm. The long-short-long pattern was detected prior to the shock; after the shock, the r to r interval was regular again. This was normal device function and there were no issues with sensing from the device.